Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and fatigue to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("other injury(ies) or complication please describe: aub / cervix bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 823648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, arthritis, asthma and thyroid disorder. Concurrent conditions included nausea, vomiting and diarrhea. Concomitant products included chromium picolinate, cyanocobalamin, ergocalciferol, hydrocodone from 2010 to 2015, ibuprofen, levothyroxine, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007, metformin from 2014 to 2016, norethisterone acetate (aygestin) in 2016, ranitidine and tramadol from 2012 to 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("menstruation cycle pain / dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2008, the patient experienced dry skin ("rashes or skin conditions type: severely damaged dry"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In march 2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux / gerd"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), cervicitis ("infection (other) describe: acute and chronic cervicitis"), memory impairment ("impaired memory"), vaginal infection ("infection (other) - describe: vaginal infections") and urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ type: uti"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vision blurred ("vision/eye problems type: cloudy vision"), anaemia ("other injury(ies) or complication please describe: anemia") and rash (" / rashes or skin conditions type: stomach, legs, feet"). The patient was treated with eyeglasses wearer and surgery (ablation and bilateral salpingo-oopherectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the abdominal pain, migraine and dysmenorrhoea had resolved and the menorrhagia, genital haemorrhage, uterine haemorrhage, abdominal pain lower, headache, mood swings, hot flush, night sweats, vaginal haemorrhage, bacterial vaginosis, cervicitis, dry skin, allergy to metals, vision blurred, gastrooesophageal reflux disease, weight increased, anaemia, memory impairment, vaginal infection, urinary tract infection and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, bacterial vaginosis, cervicitis, dry skin, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2017: left and right fallopian tubes: fallopian tube, right; histologically unremarkable fallopian tube with implant. Fallopian tube, left; histologically unremarkable fallopian tube with implant.. Ultrasound scan vagina - in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, hot flashes, night sweats, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: acute and chronic cervicitis, rashes or skin conditions type: severely damaged dry, nickel allergy, vision/eye problems type: cloudy vision, eye glasess, gastrointestinal or digestive system condition type: reflux, gerd, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: anemia; aub; impaired memory, infection (other) - describe: vaginal infections, infection (bladder / urinary tract / vaginal) ¿ type: uti. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. 823648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, diarrhea and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("menstruation cycle pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and headache outcome was unknown, the abdominal pain, migraine and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Following events were added: pelvic pain, abnormal bleeding (general), migraines, headaches and menstruation cycle pain. Onset dates of events were added. Event severity added for migraines. Event outcome added for abdominal pain, fatigue, migraines and menstruation cycle pain. Lab data added. Lot number added. Other hcp added. Aka name added. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("other injury(ies) or complication please describe: aub / cervix bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 823648-not valid,623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection. Concurrent conditions included nausea, vomiting, diarrhea, multiple sclerosis, bipolar disorder, depression and seizure. Concomitant products included allium sativum oil (garlic oil), alprazolam (xanax), citalopram, colecalciferol (vitamin d3), cyclobenzaprine, escitalopram, gabapentin, glatiramer acetate (copaxone), hydrocodone bitartrate;paracetamol (norco), ibuprofen, interferon beta-1a (avonex), interferon beta-1a (rebif), lamotrigine, naproxen, ocrelizumab (ocrevus), sumatriptan succinate (imitrex df), tizanidine, tocopherol, tramadol from 2012 to 2014 and trazodone. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping"), dysmenorrhoea ("menstruation cycle pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingo-oopherectomy, hysterectomy and bilateral salpingo-oopherectomy,bilateral removal of fallopian tubes, hysterectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, uterine haemorrhage, abdominal pain lower, headache and vaginal haemorrhage outcome was unknown, the abdominal pain, migraine and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2007: results: total bilateral occlusion; in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain and dysmenorrhoea . Amendment: the report was amended on (B)(6)2019 for the following reason: correction done in follow-up 11-feb-2019. Event deleted from follow-up 11-feb-2019: hormonal changes describe: mood swings, hot flashes, night sweats, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: acute and chronic cervicitis, rashes or skin conditions type: severely damaged dry, nickel allergy, vision/eye problems type: cloudy vision, gastrointestinal or digestive system condition type: reflux, gerd, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: anemia; aub; impaired memory, infection (other) - describe: vaginal infections, infection (bladder / urinary tract / vaginal) ¿ type: uti, rashes or skin conditions type: stomach, legs, feet. Outcome pelvic pain was change from recovering to unknown. Reporter information, aka name, concomitant drug, medical history, lab data were deleted. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("other injury(ies) or complication please describe: aub / cervix bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 823648-not valid,623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, arthritis, asthma, thyroid disorder and human papilloma virus infection. Concurrent conditions included nausea, vomiting, diarrhea, multiple sclerosis, bipolar disorder, depression and seizure. Concomitant products included allium sativum oil (garlic oil), alprazolam (xanax), chromium picolinate, citalopram, colecalciferol (vitamin d3), cyanocobalamin, cyclobenzaprine, ergocalciferol, escitalopram, gabapentin, glatiramer acetate (copaxone), hydrocodone bitartrate;paracetamol (norco), hydrocodone from 2010 to 2015, ibuprofen, interferon beta-1a (avonex), interferon beta-1a (rebif), lamotrigine, levothyroxine, medroxyprogesterone acetate (depo-provera) from (B)(6)2007 to (B)(6)2007, metformin from 2014 to 2016, naproxen, norethisterone acetate (aygestin) in 2016, ocrelizumab (ocrevus), ranitidine, sumatriptan succinate (imitrex df), tizanidine, tocopherol, tramadol from 2012 to 2014 and trazodone. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysmenorrhoea ("menstruation cycle pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2008, the patient experienced dry skin ("rashes or skin conditions type: severely damaged dry"). In (B)(6)2008, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux / gerd"). In (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), cervicitis ("infection (other) describe: acute and chronic cervicitis"), memory impairment ("impaired memory"), vaginal infection ("infection (other) - describe: vaginal infections") and urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ type: uti"). On an unknown date, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vision blurred ("vision/eye problems type: cloudy vision"), anaemia ("other injury(ies) or complication please describe: anemia") and rash (" / rashes or skin conditions type: stomach, legs, feet"). The patient was treated with eyeglasses wearer and surgery (ablation, bilateral salpingo-oophorectomy, hysterectomy and bilateral salpingo-oophorectomy,bilateral removal of fallopian tubes, hysterectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain and fatigue was resolving, the abdominal pain, migraine and dysmenorrhoea had resolved and the menorrhagia, genital haemorrhage, uterine haemorrhage, abdominal pain lower, headache, mood swings, hot flush, night sweats, vaginal haemorrhage, bacterial vaginosis, cervicitis, dry skin, allergy to metals, vision blurred, gastrooesophageal reflux disease, weight increased, anaemia, memory impairment, vaginal infection, urinary tract infection and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, bacterial vaginosis, cervicitis, dry skin, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6)2007 and (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Pathology test - on (B)(6)2017: left and right fallopian tubes: fallopian tube, right; histologically unremarkable fallopian tube with implant. Fallopian tube, left; histologically unremarkable fallopian tube with implant.. Ultrasound scan vagina - in (B)(6)2007: results: total bilateral occlusion; in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain and dysmenorrhoea . Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received : medical history, concomitant drug and lab data were added. Onset date of event were added and updated. Lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (ess205) (batch no. 823648-not valid,623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection. Concurrent conditions included nausea, vomiting, diarrhea, multiple sclerosis, bipolar disorder, depression and seizure. Concomitant products included allium sativum oil (garlic oil), alprazolam (xanax), citalopram, colecalciferol (vitamin d3), cyclobenzaprine, escitalopram, gabapentin, glatiramer acetate (copaxone), hydrocodone bitartrate;paracetamol (norco), ibuprofen, interferon beta-1a (avonex), interferon beta-1a (rebif), lamotrigine, naproxen, ocrelizumab (ocrevus), sumatriptan succinate (imitrex df), tizanidine, tocopherol, tramadol from 2012 to 2014 and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping"), dysmenorrhoea ("menstruation cycle pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy -removal of both fallopian tubes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, headache and vaginal haemorrhage outcome was unknown, the abdominal pain, migraine and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: expiration date: feb-2009. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: results: total bilateral occlusion; in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: pelvic pain, abdominal pain and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.